Event description:
Reporter stated that a comparison between rptr's surestep meter and a health care professional meter was 303 mg/dl (ss) and 238 mg/dl health care professional, respectively (27% difference). No symptoms were reported. There was no allegation of harm.